Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated as (B)(6), 2015. Therefore, UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged component: cover, sleeve was loose and the nose tube assembly has failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date is unknown initial reporter¿s contact name, complete address and telephone number are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) on the service order form that the attachment device had damaged bearings and was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.